Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 551 mg/dl and insulin injections were administered to address bg. Customer did not know cause of elevated bg. As event occurred in the past, recommendation was made to discuss event with a healthcare provider.